Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor board was replaced during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system locked up with a key stuck error. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.